Event description:
It was reported that noise which resulted in oversensing inappropriate automatic mode switch (ams) was detected on the right atrial (ra) lead. It was suspected that most of the episodes of noise were due to electro-magnetic interference (emi) and others were due to myopotentials. No known intervention has been performed at this time. The patient was stable and will continue to be monitored.